Manufacturer narrative:
Additional information provided states that there was difficulty during the implant procedure as the patient's chest was opened three times during the last implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. Concomitant medical products: outflow graft/unk-outflow graft. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pericardial effusion (tamponade), bleeding and worsening heart failure are potential events that may be associated vad implant procedures. The IFU provides guidelines for surgical and medical management of cardiac tamponade worsening heart failure. Patients implanted with vad's have a long history of chronic and/ or severe heart failure which may contribute to the development after being implanted with the device. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced cardiac tamponade during the post-operative period after lvad implantation. The chest remained open after implant. On (B)(6) 2016, the medical team reported hearing "low flow" alarms and noted the outflow graft to be oozing. Additionally, the patient experienced bleeding requiring transfusion; and worsening heart failure, nearly requiring a temporary rvad. Log files were sent and the patient was taken back to the operating room for reoperation. The surgeon utilized fibrin glue and surgical to obtain hemostasis; then, sutured a teflon cuff over about 2/3 of the length of the outflow graft. The surgeon was then able to close the chest. The last report received indicated that the patient remains hospitalized.

Manufacturer narrative:
The outflow graft with an unknown serial number was not returned for evaluation. Log file analysis revealed sixteen (16) low flow alarms were logged since (B)(6) 2016. Pump parameters demonstrated that the pump was running just below normal operating range. The reported event could not be confirmed since the device was not returned and there was no supporting evidence provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible root causes of the "oozing" outflow graft may be attributed to multiple factors including but not limited to an improper seal between the outflow graft and pump or a cut/tear of the outflow graft, increase in blood pressure. Based on the available information and risk documentation, tamponade is a known potential cause of low flow alarms. Clinical factors that may have contributed to this event include the reported intraoperative difficulties experienced during the implant procedure and the repeated re-operations required. There are possible patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.